Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired a few clips then jammed and was not forming the clips properly. It was also difficult to squeeze and the clips would feed into the jaws; however, they would not release. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip,advancer bypass toward tissue stop,jaws unable to open_ open after assisted the analysis results of the device found that it was received with the jaws partially closed and with one pear shaped clip. In an attempt to replicate the reported incident, the device was tested for functionality. It fed one conforming clip according to manufacturing specifications and then, the tip of the advancer slid toward tissue stop during six consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; pear shaped clips were released. Additionally, the device locked out as intended but the orange indicator was not visible. A batch record review was performed and no anomalies were found during the manufacturing process.